Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient reported having 8 different bluetooth device paired with their smart device. Dexcom representative advised patient to confirm transmitter ID, and un-pair 4 of the devices, then re-pair the smart device with the transmitter, which was unsuccessful. No additional patient or event information is available.